Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection found it to be cracked on right plunger case and is missing portion of bottom case seal. Device was powered on, and tested force sensor. Unable to duplicate the force sensor bridge test error during power up, all the reading of force sensor are within the required specification. Contamination was found inside of plunger assembly which is causing the force sensor bridge test error intermittently. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump.

Event description:
Information was received that a smiths medical ambulatory infusion cadd medfusion 4000 pump has a bad force sensor. No adverse effects reported.